Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that indicated a revision procedure was performed. This crt-d and the non-bsc rv lead was explanted and replaced. The lead was not tested via a pacing system analyzer (psa). The cause of the observations was not confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the right ventricular (rv) lead. The lead impedances were between 300-400 ohms and then spiked, for one reading, to greater than 3000 ohms. The crt-d and rv lead remain in service. The rv lead is a competitor's product. At this time, the patient is being monitored remotely and reprogramming was performed to extend the detection times in the ventricular tachycardia and ventricular fibrillation zones. No adverse patient effects were reported.

Event description:
Additional information was received which indicated another out of range impedances alert on the rv lead was triggered. In addition, a review of the electrograms showed a change in rv pace morphology. The patient was brought in and impedances were checked during isometrics and pocket manipulation. Out of range impedances could not be produced. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.